Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display but the background light was on. The customer's exact blood glucose level was not reported; however, the caller stated that the blood glucose was normal. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to problem isolated to the lcd board. Unable to perform displacement test, operating currents, self test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.